Event description:
It was reported that the patient experienced atrial tachycardia (at) followed by symptoms of swelling and red bumps at the implant site. Since experiencing at, the implantable pulse generator (ipg) has been pacing below programmed parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).